Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 6/8/2020. H.6. Investigation: customer returned one (1) 31gx8mm, 1ml bd insulin syringe from an open polybag from lot 9063823. Consumer reported 1 syringe with a hole at 45 marker; found this hole while drawing up insulin and it leaked out from this hole this morning. The returned syringe was examined, and it was observed that the barrel was cracked. The cracked barrel would be the cause of the leakage reported by the customer. A review of the device history record was completed for batch# 9063823. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200812920] noted for cracked barrel. There were three (3) notifications [200812809, 200813473, 200812377] noted that did not pertain to the complaint. Process summary: the automatic syringe assembly machine feeds 1ml syringe components (barrel, stopper, plunger, and cap) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. Notification 200812920 was opened during the production of this batch for cracked barrels at the assembly operation. The barrels were not feeding properly into the prep dial due to misalignment. The issue was resolved by realigning the dead blocks to the prep dial and rails.

Event description:
It was reported that an unspecified number of bd insulin syringes with bd ultra-fine¿ needles experienced a failure to contain medication during use. The following information was provided by the initial reporter: consumer reported found 1 syringe with a hole at 45 marker. Found this hole while drawing up insulin and it leaked out from this hole this morning. She was injecting the insulin back into the vial and grabbed a new syringe for her injection. Lot #: 9063823d catalog#: 328289 date of event: (B)(6) 2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd insulin syringes with bd ultra-fine¿ needles experienced a failure to contain medication during use. The following information was provided by the initial reporter: consumer reported found 1 syringe with a hole at 45 marker. Found this hole while drawing up insulin and it leaked out from this hole this morning. She was injecting the insulin back into the vial and grabbed a new syringe for her injection. Lot #: 9063823d, catalog#: 328289, date of event: (B)(6) 2020.